Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the display screen is frozen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: all buttons are unresponsive. The keypad was intact and was removed for investigation. Contamination was found under all button contacts. Moisture can be seen behind display lens. Leak test revealed a case seal leak and damage to pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).